Event description:
The pt reported that about nine months ago he had swelling and a lump but with therapy it went down. Pt complains of pain in the groin area. Pt feels there is no strength in his right hip. MRI and blood work were done and he will f/u with his surgeon. According to the pt, the device was implanted approx in 2010.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.